Manufacturer narrative:
Batch review performed on 19 september 2023: lot 132628: (B)(4) items manufactured and released on 22-aug-2013. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 9 years and 11 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.